Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that a fresh mdt guidewire was fully inserted into lead without issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a competitor guidewire became stuck in the left ventricular (lv) lead. The lead and guidewire were both flushed, and the guidewire was loaded into the lead from the proximal end. The lead and guidewire were advanced in the guide catheter into a lateral coronary sinus branch. The guidewire was out in front of the lead by a few centimeters and the lead was then unable to advance over the guidewire. When the physician tried to pull back, the guidewire became stuck in the lead. The lead and guidewire were pulled back through the guide and removed from the patient. With significant force, the guidewire was removed from the lead intact and the lead was flushed without difficulty. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.